Manufacturer narrative:
The customer reported that the tubing is stiff and has certain areas with air in line issues. The customer returned photos highlighting the trouble areas, of material 10942011, lot unknown. Upon initial visual examination, photos could no verify the complaint of air line. There is no physical sample available for investigation. The root cause could not be determined without a verified failure. There is a potential for clinical issues, and a member of our clinical team has been notified. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that clinicians find the IV set is stiffer and air gets trapped in certain sections of the IV set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.